Event description:
A malfunction alarm, identified as code malf 0, was reported by a customer. There was no adverse impact on the customer's blood glucose level. The technical support team assisted the customer with resetting the pump, the malfunction did not recur after the reset, and the customer was informed to continue using the pump and to call back if issues persisted.